Event description:
Per clear study adverse event form, this "device was explanted in 2006." This system was removed due to infection. Associated devices: setrox s 53, MDR: 1028232-2009-00982. Setrox s 45, MDR: 1028232-2009-00983.